Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report low blood glucose levels. The customer stated that she eats then falls asleep and wakes up with low blood glucose levels. The customer's reported blood glucose levels ranged from 49 to 69 mg/dl. The customer declined to troubleshoot. No further details were provided.